Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. The battery compartment cracks observed in thread area. Evidence of moisture contamination inside battery compartment. A power loss was not duplicated. Unexplainable power on reset events observed in black box on (B)(6) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.